Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit alarmed low vacuum with a system failure message. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse replaced the front end module pcb and the drive manifold. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use. The parts were received by the failure analysis and testing dept., (fat), with the reported unit failure of error code 61, low vacuum alarm. A visual inspection was performed on both parts. After inspecting part, the failure analysis and testing dept. Found that the board was missing component r134 and r194 was damaged. This part cannot be investigated any further by the failure analysis and testing dept. Due to risk posed. The failure analysis and testing dept. Installed part drive manifold into the cs 300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The reported failure of code 61 could not be replicated. The drive manifold passed testing. The probable cause of the 61 error code was the missing components on frond end board.

Event description:
N/a.